Manufacturer narrative:
Please note that an additional medical device report was filed to document results generated on (B)(4) 2012 for the same instrument issue as MDR #2050012-2012-00997. (B)(4).

Event description:
Customer called to report that on (B)(6) 2012, the unicel dxc 880i synchron access clinical system generated falsely low sodium, potassium and/or chloride results on three patient samples. Customer noticed that the flowcell lines appeared contaminated. This report is based on the results generated on (B)(6) 2012. When the issue was noticed, the samples were repeated with higher results. The original results were reported out of the laboratory on one patient sample. However, the result for that one patient sample was amended prior to the initiation of patient treatment based on that result. Therefore, patient treatment was not affected. The original, erroneous results for the other two patient samples were not reported; only the repeated results for those two patient samples were reported. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and found that the ion selective electrode (ise) module required decontamination. The fse decontaminated the ise module to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.